Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl of an unknown concentration and dose via an im plantable infusion pump for spinal pain. It was reported that the patient had moved from (B)(6) to (B)(6) and was in the middle of insurance changes and was due for a pump refill on (B)(6) 2017 (past due). The patient stated that she was not alarming. The patient had called the doctor's office and they told her she was due for a pump refill on (B)(6) 2017. The patient was looking for a managing physician where she had moved to. About a week ago [(B)(6) 2017] the patient was at the hospital for her heart. The patient stated she was pretty much in bed because of it. The patient was provided listing of healthcare professionals in her area. No further complications were expected or anticipated.